Manufacturer narrative:
E1: patient country: egypt. Name: medtronic minimed. Country: united states of america. Street address: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced cannula issue as the infusion set cannula was found bent on (B)(6) 2026. The patient experienced high blood glucose level (450 mg/dl) and ketones due to which patient was hospitalized and treated with insulin pen. The event occurred on the third day of insertion and the site of insertion was abdomen.